Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms. No noise was observed. Troubleshooting had been performed with no reproducible noise or impedance changes. The health care professional (hcp) would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms. No noise was observed. Troubleshooting had been performed with no reproducible noise or impedance changes. The health care professional (hcp) would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.